Event description:
Attorney alleges patient received implants and that the defects in the implants resulted in their failure and permitted silicone and silicone gel to migrate throughout the plaintiff's body.